Event description:
It was reported that the device was explanted. On 09/09/2010 (through follow-up with the health-care provider), it was learned that the device was explanted after an implant duration of approximately 80.2, due to mitral regurgitation. It was also noted in the operative report that the ring was 50% dehisced.

Event description:
The facility reported a colleague infusion pump which displays a system error. During product evaluation by a baxter service technician, this condition was confirmed as failure code 810:11 due to the air in line printed circuit board being out of calibration. This event was reported to have occurred during programming/setup in the facility's medical/surgical care area. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version (B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a system error was confirmed during product evaluation as failure code 810:11. This condition was caused by the air in line (ail) printed circuit board (pcb) being out of calibration. The ail pcb was re-calibrated to correct the reported condition.

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).